Manufacturer narrative:
This product is not expected to be returned. If the product is returned and analysis is completed, this report would be updated at that time.

Event description:
It was reported that lead was unable to be successfully implanted due to sensing issues and high thresholds. Physician requested new lead since he was concerned helix would get stretched out due to multiple reposition attempts. No adverse patient effects.